Manufacturer narrative:
Patient information is unknown. Lot number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the norian drillable inject was noted to leak out. When the nurse was preparing to mix the norian drillable inject, the solution syringe would not inject into the rotary pouch and leaked out completely. Another norian drillable inject was opened to complete the procedure. The procedure was successfully completed with a surgical delay of less than a minute or two due to the issue. There was no reported patient consequence. This report is for a norian drillable inject 5cc-sterile. This is report 1 of 1 for (B)(4).

Event description:
Concomitant reported device: rotary pouch (part: unknown, lot: unknown, quantity: 1).

Manufacturer narrative:
Added concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-g1, h6 device code device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.